Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that part of the tube near the elbow on an rt021 catheter mount was torn. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in (B)(4) where it was visually examined. Results: visual inspection revealed that the tubing cuff at the connector end of the catheter mount was split. A lot check revealed no other complaints of this nature for lot number 130607. Conclusion: we are unable to determine the cause of the damage observed on the returned rt021 catheter mount. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount was damaged after it was released for distribution. The user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".